Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the implantable neurostimulator (ins) gave them 60-70% pain coverage. It was further reported in 2014 the consumer had to recharge more frequently. It was noted the consumer had several falls but "the stimulator worked fine even after the falls." The consumer didn't remember when she fell, but had fallen since having the implant. In 2015 the ins depleted, but the consumer "didn't know" if it depleted sooner than she thought, but it was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-feb-23. The hcp stated that the ins was discarded and the patient¿s weight at the time of the event was unknown. The cause of why the ins died is unknown. The patient recovered from the surgery without sequela. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's previous ins had died. It was unknown by the caller when the ins had died. The ins was replaced on (B)(6) 2016. No symptoms were reported. No further complications were reported or anticipated. [Omitted information pertaining to the recharging difficulty; suspected od - (B)(4)] [omitted information pertaining to lack of stimulation on right side; pain fluctuating - (B)(4)]